Manufacturer narrative:
Patient ID: (B)(6). (B)(4). The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that a speedband superview super 7 device was used during an esophageal variceal ligation (evl) procedure performed on (B)(6) 2020. According to the complainant, during the procedure, the handle was unable to be rotated. Another attempt was made to deploy the bands; however, all bands were released together and got entangled. Reportedly, the device was removed from the patient, and the procedure was completed with another speedband superview super 7 device. There were no patient complications reported as a result of this event. The patient condition at the conclusion of the procedure was reported to be stable.

Event description:
It was reported to boston scientific corporation that a speedband superview super 7 device was used during an esophageal variceal ligation (evl) procedure performed on (B)(6) 2020. According to the complainant, during the procedure, the handle was unable to be rotated. Another attempt was made to deploy the bands; however, all bands were released together and got entangled. Reportedly, the device was removed from the patient, and the procedure was completed with another speedband superview super 7 device. There were no patient complications reported as a result of this event. The patient condition at the conclusion of the procedure was reported to be stable.

Manufacturer narrative:
Block a1: patient ID: (B)(4). Block h6: device code 1069 captures the reportable issue of handle broken. Device code 2610 captures the reportable issue of bands failed to deploy. Device code 1484 captures the reportable issue of bands prematurely deployed. Block h10: investigation results: the returned speedband superview super 7 was analyzed, and a visual evaluation noted that only the ligator head was returned for analysis and the device returned without the handle assembly. It was also noted that the ligator head had two bands present which were moved out of their original positions, and three deployed bands were returned with the device. It was also noticed that some of the ligator teeth were bent. Additionally, the suture hole did not have any visual damage. No other issues with the device were noted. Based on the evaluation of the returned complaint device, these failures are likely due to anatomical or procedural factors encountered during the procedure which limited the performance of the device. It is most likely that the ligator head teeth were damaged due to handling and manipulation of the device during the procedure. Once the alligator head teeth are damaged, the suture can be detached from its position on the ligator head and this condition could have impacted the bands deployment activity, moving bands without being deployed, and contributing to the reported issues. The reported event was confirmed. This failure is likely due to factors or conditions related to procedure during the use of the device that could have affected its performance and its intended purpose. Therefore, the most probable root cause is adverse event related to procedure. A review of the device history record (DHR) was performed and confirmed that this device met all material, assembly and performance specifications. A labeling review was performed and, from the information available, this device was used per the directions for use (dfu) / product label.